Event description:
On (B)(6) 2012, davinci coordinator larry rossi reported, on (B)(6) 2012 a patient was brought in for a davinci robotic hysterectomy procedure, bso with lymph node dissection with dr. (B)(6). The monopolar curved scissors instrument was used with the mcs tip cover accessory; a valleylab force fx generator was used. The settings were 40/40. The case was performed with no known complications. On (B)(6) 2012, the patient was brought back for exploratory laparotomy. During the procedure, an injury to the bowel was noticed. The injury was inconsistent with what would typically be seen for that procedure. Dr. (B)(6) states that he does not use monopolar curved scissors instrument near the patient's bowel. He used the monopolar curved scissors instrument only during ln dissection, taking uterine, and the vaginal cuff. The location of the injury implies electrical arcing.

Manufacturer narrative:
Isi contacted initial reporter (B)(6). He indicated that most surgeons use the valleylab force fx generator setting of 40/40 on fulgurate. He also mentioned that there were no issues installing the mcs tip cover and they are comfortable using it. They did not use electrolube and the davinci surgical team has 8-10 people that are fairly consistent. The mcs tip cover has not been returned for evaluation. A follow-up MDR will be submitted if the accessory is returned or if additional information is received.